Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5100212.

Event description:
It was reported that the patient was experiencing inadequate pain relief and due to lead migration. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned.